Manufacturer narrative:
No sample was returned for eval. A review of the device history record found nothing that could cause or contribute to the reported event. The IFU states: only physicians trained in stone manipulation should perform this procedure. A variety of techniques may be employed; however, the physician should use the technique most appropriate for the individual pt's situation. Inspect the device prior to use and during the procedure. Conventional use is to open the basket with the thumb slide. Pull the basket backward towared the object while slowly rotating the basket. Once the object has been captured, partially closed the basket to secure the object for removal by pulling the thumb slide back. Simultaneously, withdraw the basket and the ureteroscope from the urinary system.

Event description:
It was reported that when removing a ureteral stone, the stone removal basket broke off and remained inside the pt's ureter. The dr was able to retrieve the basket with tricep forcepts through the previously placed ureteroscope. There was no pt injury or further complications reported. Additional information showed that prior to using the basket, no previous attempts had been made to retrieve the stone; it is believed that the basket broke the first time it was utilized, but not sure; basket was not articulated; stone was not lased; break occurred between the basket and the sheath.